Manufacturer narrative:
The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device was used to ablate a 2cm metastatic tumor near the portal vein of s5. The antenna was inserted on or near the portal vein. Two ablations were performed. The first time for 5 minutes and 100w maximum output. The second ablation used the same settings but at 1cm to the skin side. After the ablation the liver infarction was confirmed and the portal vein was no longer visible. The physician indicated that damage to the portal vein may have been caused by inadequate needle position and insufficient prediction of the range of ablation effect. The physician also indicated hat liver infarction may have been caused by interruption of blood flow due to the portal vein damage.